Event description:
Additional information was received from rep. It was confirmed that this was not an out of box issue. Patient was able to use her communicator and all equipment like normal at her post op and a few weeks after before this issue arose.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that it wouldn't let the patient change the programming from one setting. Reboot numerous time. Turned device off. Issue has been resolved by the device replacement.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was the caller reported that the patient was the communicator will not connect to the handset. The patient gets the communicator not found message. When they tried to access the app, the screen went black, the patient power cycled the handset. The app asked for the communicator code to be rescanned. The caller walked the patient through resetting the communicator and rescanning the code. They were unable to resolve the issue, the caller indicated the app would go directly to the not found communicator screen. During the call the patient entered the serial number manually and the handset tried to connect, the handset displayed the not found message. The patient had the communicator plugged in, they unplugged the device from the usb cable. The caller reset the communicator by holding the power button for 30 seconds. The caller powered on the communicator and attempted to connect, the not found communicator message was displayed. The caller power cycled the handset and when the app was opened the app asked for the tm91 code to be scanned or enter the code. The patient scanned the code and the handset went back to the not found communicator screen. The patient reported that therapy amplitude was programmed at 1.7ma, it was too intense, and made it difficult to sleep. The recharger connected to the recharger application and the patient was able to connect to the implant for a charging session. Technical service specialist reviewed how to turn therapy off. . The troubleshooting steps that were taken on the call did not resolve the issue. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.